Event description:
It was reported to nuvectra that a revision of the stimulator was performed due to communication issues with the external devices and inability to charge the stimulator. During the surgery, the stimulator pocket was revised and the patient is doing well.